Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004: pt underwent repair of a recurrent ventral hernia with a composix ex mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. There is no indication in the medical records that a device failure occurred. However, the medical records provided were limited and did not extend beyond the implant procedure in 2004. A mfg review was performed and no evidence of a mfg related cause for the alleged event was found. Additionally, the medical records did not indicate that the mesh was explanted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.